Manufacturer narrative:
Correction: remove the sentence "a nonconformance has been opened to address this issue." As no ncr has been opened.

Manufacturer narrative:
The device was manufactured between: 14 dec, 2016 and 15 dec, 2016. The device was received for evaluation. During visual inspection, the ruptured bladder was observed. The ruptured bladder was microscopically examined and no evidence of markings, abrasions, gouges, holes, or embedded particulate matter, nor were any surface defects noted on the set cap or volume indicator, or any defects surrounding the ruptured area. The reported condition was verified; however, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a half day infusor ruptured. There was no report of patient injury or medical intervention associated with this event. No additional information is available.